Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the crtd was not replaced but was reimplanted and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting low pacing impedance. The lead was explanted and replaced with defective insulation noted. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) had rotated 180 degrees in the pocket. The crt-d was also explanted and replaced. No patient complications have been reported as a result of this event.